Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a post-reset ram crc alarm; history pointers failed and trace pointers invalid from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the rewind is forced only if the pump was in any stage of the setup reservoir sequence. The customer stated that the pump alarmed after a new battery was inserted. The customer stated that the basal delivery was restart absent of any alarm. The customer was advised to monitor the pump and call back if issues persist.